Manufacturer narrative:
Updated data: b5 continuation of d10: product ID ptc-j3-c-f7-035-260; product lot/serial number (B)(6); product type: guidewire; corrected data: h6 - device code corrected to include a150206 for the concomitant device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve was recaptured two times as the valve did not expand on the inflow. A procedural delay resulted from the valve infold. Per the physician, the cause of the right ventricle perforation was the non-medtronic guidewire (ptc-lunderquist ¿ sp medical) as it was bent at the transition point between it's soft to hard transition. The implanting team had difficulty in ascending the delivery catheter system (dcs) due to the inguinal ligament but it did not present tortuosity or significant calcification. Per the physician, the dcs did not cause or contribute to the death but the valve could not be excluded from contributing to the death.

Event description:
Additional information was received indicating that the patient experienced hypotension and pericardial effusion as a result of the perforation. Cardiac arrest subsequently occurred and cardiopulmonary resuscitation (CPR) was initiated. The valve was withdrawn from the patient, the same valve was urgently re-loaded onto the same delivery catheter system (dcs), and the system was re-inserted into the patient. The dcs was advanced to the patient's annulus and deployment was attempted. However, the valve was never fully deployed.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging provided from (B)(6) 2025. Aortic valve appears to be a sievers 1 bicuspid with fusion of the rcc and lcc. Aortic valve leaflets and raphe appear moderately calcified. Large annulus measured with a perimeter is 99.2 mm with a perimeter derived diameter of 31.6 mm suggesting a 34 mm evolut. Effective orifice area at 5 mm measured a perimeter of 98.6 mm and perimeter derived diameter of 31.4 consistent with large annulus, not within limits of the evolut sizing matrix. Sinus of valsalva (sov) diameters and sinus heights are within the recommended ranges. Calcium seen in ao annulus below non-coronary cusp (ncc) and left coronary cusp (lcc), extending into left ventricular outflow tract (lvot). Ascending aorta is dilated measuring an average of 43.6 mm at 50 mm distance from the basal plane. Aortic root angulation is 57°. Calcification seen in right common iliac artery and left common iliac artery. Femoral diameters are within the recommended ranges. Report review: field team, pre-implant case report provided from 3/27/2025. Report confirms large annulus perimeter (98.0 mm with a perimeter derived diameter of 31.2 mm). Possible bicuspid with moderate av leaflet calcification noted. Aortic root angulation is 52°. No supra-annular measurement provided. Image of dilated ascending aorta provided. Intraprocedural fluoroscopic images were provided for review. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misload was not identified and the valve was used for the procedure. The images show that a curved guidewire was used for the procedure and appeared to be well positioned in the left ventricle. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. The images support that left transfemoral access was used for the procedure. It was reported that resistance was encountered during advancement of the delivery catheter system. As stated in the IFU: caution: there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or ruptu re). Caution: persistent force on the catheter can cause the catheter to kink, which could increase the risk of vascular complications (for example, vessel dissection or rupture). Note: when crossing the aortic arch, it is critical that the guidewire is controlled to prevent it from moving forward. Without proper management of the distal tip of the guidewire, the guidewire could move forward and cause trauma to the lv. The valve was deployed just prior to the point of no recapture and an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the valve was not implanted, and a perforation of the right ventricle was noted due to the guidewire; however, the guidewire was in the left ventricle and not the right ventricle. No further images were included for review therefore it is not possible to validate the ventricular perforation nor the cause of death. As stated in the IFU, potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: death, cardiac tamponade, cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded and checked under fluoroscopy confirming a good load. A pre implant balloon dilatation was performed with a 26 millimeter (mm) balloon. Difficulty introducing the delivery catheter system (dcs)  into the patient's femoral artery. Several attempts and skin opening were necessary to make progress. There was resistance noted when moving the nose cone into the ventricular outflow tract and a lot of the guidewire could be seen inside of the right ventricle that the implanting team could not pull back. The implanting team positioned the valve at the height of the aortic annulus to begin opening the dcs. When the valve was at 80% deployed, the valve would not open and appeared to be infolded causing instability in the patient. It was decided to retrieve the valve to visually inspect and at that moment, a perforation to the right ventricle was observed with the guidewire used. Intervention by the cardiac surgery team was performed with drainage of blood and subsequent opening of chest. Of note, the patient had a calcified annulus and fusion of the right and left l eaflets (bicuspid). Subsequently the patient died and the cause of death was not reported. Additional information was received that during the valve implant, the valve was recaptured two times as the valve did not expand on the inflow. A procedural delay resulted from the valve infold. Per the physician, the cause of the right ventricle perforation was the non-medtronic guidewire (ptc lunderquist ¿ sp medical) as it was bent at the transition point between it's soft to hard transition. The implanting team had difficulty in ascending the delivery catheter system (dcs) due to the inguinal ligament but it did not present tortuosity or significant calcification. Per the physician, the dcs did not cause or contribute to the death but the valve could not be excluded from contributing to the death. Additional information was received that the perforation occurred in the left ventricle.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded and checked under fluoroscopy confirming a good load. A pre-implant balloon dilatation was performed with a 26 millimeter (mm) balloon. Difficulty introducing the delivery catheter system (dcs) into the patient's femoral artery. Several attempts and skin opening were necessary to make progress. There was resistance noted when moving the nose cone into the ventricular outflow tract and a lot of the guidewire could be seen inside of the right ventricle that the implanting team could not pull back. The implanting team positioned the valve at the height of the aortic annulus to begin opening the dcs. When the valve was at 80% deployed, the valve would not open and appeared to be infolded causing instability in the patient. It was decided to retrieve the valve to visually inspect and at that moment, a perforation to the right ventricle was observed with the guidewire used. Intervention by the cardiac surgery team was performed with drainage of blood and subsequent opening of chest. Of note, the patient had a calcified annulus and fusion of the right and left l eaflets (bicuspid). Subsequently the patient died and the cause of death was not reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop34; (lot: 0012516782); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h11 image review: only five intraprocedural fluoroscopic images were provided for review which appears to be incomplete. However, additional images and additional documentation were provided to support the review of this event via a separate method. As reported by the filed, fluoroscopic valve load inspection was performed and confirmed a good load. Furthermore, medtronic recommends maintaining control of guidewire throughout procedure to ensure stable deployment and prevent injury to the ventricle wall: for all wires with a transition point, ensure transition point is held above the apex and pointing away from the ventricle wall; maintain strict fluoroscopic surveillance of the guidewire in the left ventricle. There is evidence or another fluoroscopic valve load inspection and a misload appeared to be present by overlap beyond node 4. It was reported that the valve was not implanted; a perforation of the left ventricle was reported and the patient subsequently died. As stated in the IFU, potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: death, cardiac tamponade, cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.